Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveal that all of the ID now covid-19 batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
An abbott representative reported receiving information from a customer that the ID now covid-19 test "missed 5 out of 7 positives" from previously covid-19 positive (methodology not otherwise specified) patients. The patient samples were reported to be nasal swab samples (type and vtm not otherwise specified) collected on (B)(6) 2020; testing date is unknown. Four (4) of the 5 (five) patients had "a second vtm and was run on biofire and sample was still positive." It is unknown if the customer was reporting information from a validation study or routine patient testing. Patient information, including symptoms, treatment, impact and outcome were unknown. Attempts to gain further information were not successful. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.